Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and confirmed high recoveries. The fse noted that the reference electrode was due for replacement. The failure mode was determined to be due to reference electrode. The fse replaced the reference electrode to which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) involving the au680 clinical chemistry analyzer. There was no indication of patient treatment impacted. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.